Event description:
Info received indicates the head of bed cannot be raised with weight on it.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the manifold to repair the bed. The bed is functioning properly.